Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain and infection are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding diagnostic testing or further event details. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as there symptoms may indicate a condition not related to the lap-band system."

Event description:
Healthcare professional reported a pt reported observation after undergoing a lap-band implantation, of feeling unwell and with pain around operative site. Approx a month later, the pt was admitted to hospital and investigations and examinations were performed just over a month later. The next day the pt was taken to the operating room and the surgeon diagnosed an infection (moderate) and removed the lap-band system. The pt was also treated with antibiotics. Twenty days later, events resolved with sequelae.